Event description:
It was reported that an unspecified number of unspecified bd¿ 30gx13mm insulin syringes failed to aspirate medication during use. The following information was provided by the initial reporter, translated from spanish: "customer is used to buy syringes monthly to inject vaccine, but in the last carton purchased she has been facing issues to aspirate the liquid and does not know what is happening, if the needle is coming thinner."

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Emebcta was not able to confirm the customer indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10

Event description:
It was reported that an unspecified number of unspecified bd¿ 30gx13mm insulin syringes failed to aspirate medication during use. The following information was provided by the initial reporter, translated from spanish: "customer is used to buy syringes monthly to inject vaccine, but in the last carton purchased she has been facing issues to aspirate the liquid and does not know what is happening, if the needle is coming thinner."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.